Event description:
It was reported that the device was used during a laparoscopic hernia repair, surgeon was stuck twice by the introducer in the instrument. Another device was used to complete the case. There was no pt consequence.